Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received excessive failed battery test alarms and battery needed to be changed daily. Customer's blood glucose was 160 mg/dl. During troubleshooting, it was found that battery spring was damaged and a metal piece was placed on spring in order to battery to make connection with insulin pump. Insulin pump would need to be replaced.